Manufacturer narrative:
The hospital replaced the adjustable pressure limiting valve/bag-to-vent manifold. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, following the end of a case, the bag port broke off the manifold when removing the tube for the bag. There was no report of patient involvement.